Event description:
It has been reported by the customer that the housing of the device is damaged. No further information was provided by the customer. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was returned with the nose cone cracked and the mount loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. All the internal wires were found to be disconnected. The disconnection of the wires can be caused when torquing the disposable to the handpiece when the nose cone is cracked. The transducer assembly is not held in place due to the cracked nose cone, resulting in the wires disconnecting. Additionally, the acoustic isolator was torn and the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.